Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for 1.5 days. Blood glucose level reported during event was 160 mg/ml. Patient replaced infusion set and resumed insulin successfully. No further information available.